Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The chronic total occlusion target lesion was located in the right coronary artery. A 2.75x38mm promus premier stent was advanced but was unable to cross the lesion. The device was removed and the lesion was predilated more. The device was re-advanced to the lesion. An attempt was made to inflate the stent delivery system (sds) balloon; however, there was a decrease in inflation pressure and blood coming back into the inflation device. When the device was removed manually, it was noted that the shaft of the sds was partially broken. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. A visual and tactile examination of the mid-shaft section found a kink at 34 mm proximal to bi-component bond. Further analysis and attempts to inflate the device identified that the midshaft was torn at 30 mm proximal to the bi-component bond for a distance of 5 mm proximally. This type of damage is consistent with excessive force being exerted on the delivery system . The bumper tip of the device showed signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The chronic total occlusion target lesion was located in the right coronary artery. A 2.75x38mm promus premier stent was advanced but was unable to cross the lesion. The device was removed and the lesion was predilated more. The device was re-advanced to the lesion. An attempt was made to inflate the stent delivery system (sds) balloon; however, there was a decrease in inflation pressure and blood coming back into the inflation device. When the device was removed manually, it was noted that the shaft of the sds was partially broken. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.